Event description:
On (B)(6) 2023, a patient underwent endovenous radiofrequency obliteration of bilateral saphenous veins. The patient presented for a follow up assessment post procedure. An ultrasound was performed and a foreign object was identified. The patient underwent a surgical procedure to remove the retained foreign object. It was identified that the micro introducer catheter was displaced from the hub resulting in an unintended retained foreign object.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. There was no physical samples or images returned to argon from the customer however, this is likely part of a known issue. CAPA ca-00038 has been initiated to address the detached dilator issue. Root cause was identified as equipment failure and several action items were initiated and implemented to address this failure under CAPA ca-00038.

Event description:
On (B)(6) 2023 a patient underwent endovenous radiofrequency obliteration of bilateral saphenous veins. The patient presented for a follow up assessment post procedure. An ultrasound was performed and a foreign object was identified. The patient underwent a surgical procedure to remove the retained foreign object. It was identified that the micro introducer catheter was displaced from the hub resulting in an unintended retained foreign object.

Manufacturer narrative:
Sample is not available for return. Argon is further investigating this event. A follow-up report will be submitted once this event has been reviewed.